Event description:
Customer / patient reported to sales rep that seven days following an unspecified breast/skin procedure, redness and swelling developed and became progressively worse. The pt was placed on prophylactic antibiotic therapy as a result of the surgical procedure. Cultures were taken and the results were negative. The therapy continued for a period of 5 weeks. Pt is currently alive and well. There are no add'l consequences or events reported related to this incident.